Event description:
Per journal article: "impact of titanium-coated polypropylene mesh on functional outcome and quality of life after inguinal hernia repair". This article is a retrospective study of patients who underwent inguinal hernia repair at a single-center with the implant of 3dmax mesh between january 2020 and may 2022. The patients were divided into the lichtenstein (timesh light-o and optilene lp) and tapp groups (timesh light-l and bard 3dmax) according to the surgical method. After two years of follow-up, it was identified that patients developed foreign body sensation, chronic pain, recurrence. As per the article, 239 patients implanted with 3dmax mesh were considered to be eligible for the study after ps matching. Seroma was recorded in 35 patients, after ultrasound, severe patients were treated immediately with ultrasound-guided fluid extraction. The incidence of chronic pain was higher in the 3dmax mesh group (pain at rest in 2 patients and pain at activity in 8 patients at 3m-1yr and pain at rest in 1 patient and pain at activity in 2 patients at 1y-2yrs after surgery). In addition, surgical site stiffness was noted in 2 patients at 3m-1yr and 2 patients at 1y-2yrs, foreign body sensation, at rest in 5 patients and at activity in 9 patients at 3m-1yr and at rest in 2 patients and at activity in 4 patients at 1y-2yrs. It was concluded that the titanium-coated polypropylene mesh reduced the patient¿s foreign body sensation and chronic pain in activity within one year after tapp surgery, significantly improving certain aspects of the patient¿s quality of life compared to ordinary polypropylene mesh.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The information obtained is limited to the article. Requested additional information was not provided. Seroma and pain are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate ((B)(6) 2020) based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.